Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld was not charging despite being plugged in with a new a/c cable that was sent last week as a replacement when the original cable became lost. It was not clear how long the handheld has had this issue since it had not been used in a while due to the lost cable. During troubleshooting, the handheld was not able to be restarted and the handheld was not indicating that the power light was coming on while plugged into the wall. Product analysis on the handheld was performed and confirmed open conductor(s) in power supply portion of the handheld serial data cable preventing reliable charging of battery. X-ray image confirmed discontinuity, cause for break is unknown. No anomalies associated with the main battery were identified. During the analysis it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Review of the handheld device history records confirmed all quality tests were passed prior to distribution.